Event description:
The facility reports that during a bed to chair transfer, the attendant hooked the resident into the sling, raised him enough to clear the bed rail, and moved him to a close-by chair. While tilting the resident into position to lower them onto the chair, one of the sling clips detached and the resident slipped onto the floor causing a laceration to the back of the head.

Manufacturer narrative:
The manufacturer wishes to indicate that since, there appears to be no deficiencies or info that point to a direct casual link, between the medical device and the pt dropping, that the root cause of this incident appears to be insufficient knowledge of the operating and product care instructions of the maxi move and the instructions for use of the sling. The manufacturer suggests, the carers of this facility that use the maxi move are to be retrained against the operating and product care instructions 04.km.00_2us, in particular the sections "safety instructions" and "using you maxi move", as well as the instructions for use of the sling.